Event description:
It was reported that within a couple months of implant, the right ventricular (rv) lead exhibited high thresholds and undersensing. The lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc competitor implantable pacing lead - (B)(6) 2013. (B)(4).